Manufacturer narrative:
Date of event was reported as 6 or 7 days prior to report on (B)(6) 2016.

Event description:
Information received from manufacturer¿s representative that the patient alleged stimulation in the implantable neurostimulator (ins) pocket along with soreness. No falls or trauma were reported that could be related to the issue. The ins was on and the issue occurred 6 or 7 days ago. Additional information received on (B)(6) 2016 from the manufacturer¿s representative reported that upon interrogation, the patient used the therapy <(><<)>1% because their pain medications helped. Impedances showed >10,000 ohms on electrodes 0-5 while 8-15 (¿is octad¿) were within normal limits. This provided the coverage for the patient right where they needed it in the lower back, hips, and legs. The representative palpated the ins area (with the stimulation both on and off) which caused a shocking feeling. The ins was right at the patient¿s belt line. The patient understood that ¿it was the location of the stimulator¿ but did not want to get the pocket area revised at the time of report so nothing further had been done. The indication for use for the implanted device was noted spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.